Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that a patient experienced toxic anterior segment syndrome on or before fourteen days after surgery in the left eye. Patient was diagnosed with severe corneal edema, severe inflammation with fibrin formation, conjunctival inflammation, vitritis and elevated intraocular pressure in the eye. Patient was treated with antibiotics, steroid and non-steroidal anti-inflammatory drug. Currently the patient symptoms were resolved.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned to the investigation site for evaluation; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the available information and no materials received for product evaluation, the root cause of this toxic anterior segment syndrome (tass) event is inconclusive. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.